Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a partial lead (connector portion only) was returned in one piece. Final analysis found the outer insulation damaged at the middle region. The cause of the reported event was consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient's atrial lead had sustained insulation damage. The lead was explanted and replaced. There were no patient consequences.